Event description:
It was reported to philips that the device did not display any etc02 waveform or numeric values. The customer is requesting that the device be returned for bench repair. It was reported that the alleged device failure was observed while in use on a patient. However, no adverse patient impact was reported by the customer.